Event description:
A cartridge change error was reported with the pump.. There was no adverse impact to the customer's blood glucose level. The customer was advised to inspect and clean the pump, but the error persisted even after following the instructions. As a result, technical support initiated a replacement process for the pump, and the customer reverted to an alternate form of insulin therapy.